Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of post-sensed t-wave oversensing were interpreted as ventricular fibrillation episodes by the device. No inadequate or inappropriate therapy was delivered and the device was reprogrammed to resolve the event. The patient was stable with no adverse consequences reported.